Manufacturer narrative:
Pt info: unknown/not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with flap striae on both (ou) eyes post treatment. A flap lift and stretch was performed on both (ou) eyes. Patient¿s chief complaint was of blurry vision in both (ou) eyes. It was stated that the patient had loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. Per follow up, patient also has central toxic keratopathy (ctk) and is resolving. Bcva from (B)(6) 2021. Right eye pre-op 20/20 -1.00 x -2.00 x 25. Left eye pre-op 20/20 -.75 x -2.00 x 165. Last post-op. Od: +1.50 -1.00 x 060 20/20. Os: +1.00 -0.75 x 090 20/30.